Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting (check box on MDR) information submitted on the initial medwatch report. Device evaluation: the device was returned to zoll medical corporation for evaluation. The customer's report of no ECG signal was observed during review of the device data logs. However, the device was put through extensive testing including shock testing, energy testing, resistance testing, off-current testing, impedance testing, and a 30 min self-test with test pads and customer returned pads without duplicating the report. An internal inspection of the device found no discrepancies. The main board was replaced as a precaution. The customer's report of the device detected high impedance was observed during testing. However, the reported problem could not be duplicated. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via pads and detected high impedance. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via pads. Complainant indicated that there was no patient involvement in the reported malfunction.